Event description:
The biomedical engineer (bme) reported that the staff reported to them that the device is getting incorrect reading. Qa inquired for additional details on the description of failure as to what the incorrect reading was and what was the expected and how were they determining that this was incorrect. The customer has been unresponsive. This was not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the staff reported to them that the device is getting incorrect reading. Qa inquired for additional details on the description of failure as to what the incorrect reading was and what was the expected and how were they determining that this was incorrect. The customer has been unresponsive. This was not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was giving incorrect readings. Qa inquires for additional details regarding how they determined the readings were incorrect were not answered by the customer. The device was not in patient use. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer failed to respond to attempts to obtain the device for evaluation. Inaccurate values are related to the setup of the gas measurement system, including the sampling line, connector, water trap maintenance, and the gas measuring device. When the measured value and waveform are not displayed on the screen or there are intermittent readings, it is related to the settings on the monitoring device in which the multigas unit (gf-210ra) is connected to. Additionally, a gas reading cannot be obtained when the measurement system is not properly connected. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for the item under the no information section. No reply was received. Attempt #2: (B)(6) 2022 emailed customer via microsoft outlook for the item under the no information section. No reply was received. Attempt #3: (B)(6) 2022 emailed customer via microsoft outlook for the item under the no information section. No reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit was giving incorrect readings. The device was not in patient use.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from gf-210ra to gf-210r. D4 additional device information / model #: corrected the model # from gf-210ra to gf-210r. D4 additional device information / catalog #: corrected the catalog # from gf-210ra to gf-210r. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report g6 type of report h2 if follow up, what type?

Event description:
The biomedical engineer (bme) reported that the multigas unit was giving incorrect readings. The device was not in patient use.